Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom direction of flow label missing. The missing direction of flow label was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a missing direction of flow label. There was no patient involvement.